Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, a computed tomography abdomen pelvis with contrast showed that there was a vena caval filter was located below the level of renal veins. There was no evidence of migration, bend, fracture. Some of the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The filter was tilted to the right with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava.a definitive root cause for the alleged filter tilt and perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 05/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately five months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately five months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.